Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pre-implantation, and leak testing. It did not meet the requirements for reflux and pressure-flow testing. Proteinaceous debris was noted within the valve. Debris such as tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris, within the valve may interfere with the pressure-flow controlling mechanisms resulting in fluid reflux and high pressure-flow results. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient underwent an angiography of their strata ii shunt to examine the shunt performance. According to the report, it was confirmed that the contrast agent did not flow out of the end of the peritoneal catheter which indicated possible occlusion of the valve. It was also reported that since the shunt did not provide sufficient flow, it was explanted on (B)(6), 2015 and replaced with a strata nsc valve.